Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several trouble-shooting options. Those included adjusting the aspect ratio on the display unit and changing out the cabling. Those were both unsuccessful and the physician wanted to get to the next procedure so no further troubleshooting was performed. The customer called back to note another imaging issue. However, after discussing it with tac, the customer discovered that the cable had been plugged into the incorrect port. After changing that over, the issue was resolved on the first display. The second display was still experiencing issues and may be a faulty unit. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image and instead displaying an e402 communication error code during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is related to report with patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image on the secondary monitor occurred due high-definition liquid crystal display monitor (oev191h) did not work properly due to setting the evis exera iii video system center (cv-190) in question and for the second phenomenon of the aspect ratio on the monitor is not correct occurred due to the setting of the processor. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the issue was found during preparation for use.